Event description:
During a laparoscopic gastric bypass procedure, two firings of plcr60b reloads resulted in complete stapling with the exception of a single unformed staple in each case. The staple lines were subsequently reinforced by suture. The condition of the patient was not adversely affected by the malfunction.

Manufacturer narrative:
The first reload was found to have damage consistent with its having been improperly loaded into the housing. This caused the unformed staple. A new cartridge cover has been successfully designed,validated and implemented to facilitate loading of staple cartridges. The second reload had damage consistent with some possible misalignment between the reload and the anvil against which the staples are formed. Given that the same device (the i60 stapler) showed some misalignment with the second reload, but not with the first, it is believed that the i60 may have become slightly misaligned during or after the firing of the first reload. This could not be confirmed as the i60 was not returned.